Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was noise on both atrial and ventricular channels. There was also a rise in threshold. Reprogramming was performed and patient is being monitored via merlin@home. Patient condition is stable.